Manufacturer narrative:
Logfile review shows the complete day shows no warnings or errors and no abnormalities could be identified. No technical problems or deviations could be identified by the logfile review. A review of the technical service onsite history showed no abnormalities that could have contributed to this event. The laser was successfully verified prior to the treatment. No technical root cause was identified as the product was found to be within specifications. (B)(4).

Manufacturer narrative:
Additional information has been requested. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device were reviewed. The associated device was released based on company acceptance criteria. (B)(4).

Event description:
An administrator reported, following lasik flap creation the surgeon noted it was difficult to see where the edge of the flap was which resulted in a tear of the flap between five and six o'clock while it was being lifted. Once the edge was found the flap lifted fine and treatment was completed without further issues. Following treatment the surgeon instilled dilating ophthalmic drops and a bandage contact lens to help with comfort. The patient did not report any pain or discomfort following treatment. The surgeon indicates this event is a user error and the laser did not contribute as the flap edge was accidently miscalculated. Additional information has been requested.